Manufacturer narrative:
Smeekes, c., ongkiehong, b., wal, b. V., wolterbeek, r., henseler, j., & nelissen, r. (2014, december 05). Large fixed-size metal-on-metal total hip arthroplasty: higher serum metal ion levels in patients with pain. International orthopaedics (sicot), doi 10.1007/s00264-014-2605-6, received: 13 august 2014/accepted: 12 november 2014. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "large fixed-size metal-on-metal total hip arthroplasty. This complaint is reporting the sixty-six (66) patients underwent revision surgery of 67 thas with a median serum cobalt level of 10.1 (iqr 10.5) and a median serum chromium level of 6.8 (iqr 7.7). There has no further information provided and the patient outcome is unknown.